Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the network jack and the ps3 power supply (vertical column supply). The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there are problems with the network connections (receiving ports, dicom) on the 9800 system. It was also noted that the vertical lift down motion sticks. There was no report of pt injury.